Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 407 mg/dl. The customer also reported that the insulin pump and a no delivery alarm at the time of correction bolus. The customer performed troubleshooting and stated that the insulin exited at the tubing. It was unknown whether the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.